Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system y-type blood/solution set separated at the point where the tubing is inserted into the solid plastic spike. The process step was not specified; however, this was observed during product use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: updated information was received that, the issue occurred during patient infusion. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a separation between the spike and tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.